Event description:
A us distributor reported that a battery pack has bent pins.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (battery pack has bent pins) was confirmed. As received, the battery would not firmly latch into the monitor due to a bent pin in the battery connector. The root cause of the bent pins was unable to be positively identified. There was no adverse event that resulted from the damaged battery.